Manufacturer narrative:
Results: the tube was returned and a crack was observed starting at the base and extending up one side. (B)(4) retained tubes were drawn and centrifuged. On examination, no tubes were found to have cracks. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6006606. Conclusion: as these tubes are made of pet plastic, it is unclear as to how anything other than a significant impact could cause the tube to break. Although the sample provided showed damage to the tube, function testing did not confirm the reported defect. It is unclear as to how the tube could draw blood if the damage had been present prior to centrifugation.

Event description:
It was reported that bd vacutainer® sst¿ ii plastic tube with yellow/red bd hemogard¿ stopper (13x100mm,5ml) broke in centrifugation process, and caused blood leakage into the machine. No injury or medical intervention reported.